Manufacturer narrative:
Our examination of the inflow cannula and graft conduit assembly revealed that the pre-clotting slots on the proximal side of the inlet cannula, adjacent to the silicone sleeve revealed little to no pre-clotting material present on the inflow graft. Bone wax was present on the distal side of the inlet cannula, which was most likely sealant for the pre-clotting slots. Upon removal of the silicone sleeve, we noted that there was little to no pre-clotting material present. The silicone sleeve over the graft conduit was properly secured to the graft attachments. The titanium ring used to support the graft conduit was secured to the graft with intact stitching. The graft conduit on each side of the titanium ring was free of distortion or defects. The inlet elbow o-ring used to create seal between the inlet elbow and the pump inlet port was intact, and in place within the o-ring groove of the elbow. The ptfe washer within the inlet screw ring was present and in place. No depositions were noted. Our evaluation of the inflow elbow and pump housing connection revealed the o-ring used to create a seal between the inlet elbow and the pump inlet port was intact and in place within the o-ring groove of the inlet elbow. The ptfe washer within the inlet screw ring was present and in place. The system was then pressurized and leak tested to ensure a proper connection between the inlet elbow and pump inlet port, and the device functioned as intended. The inflow graft not being able to properly maintain any fluid placed inside was due to the little to no pre-clotting agent on the inflow graft. No further information is available. The manufacturer is closing its file on this event.

Event description:
It was reported by the vad coordinator that when the surgeon was handled the left ventricular assist device (lvad) to be placed in the patient's chest during implant, he noticed that there was no saline in the pump. The surgeon proceeded to put more saline in pump and the saline dripped from where the inflow valve screws onto the pump. The vad coordinator stepped out of the room and called the heartline, and was given some information on how to troubleshoot the situation; however, when the vad coordinator went back into the room three minutes later, the surgeon already had another lvad to implant, as he felt the previous one was leaking and was defective. The patient was successfully implanted with the second lvad and there were no further issues. It was also reported that the vad coordinator informed the or nurse that she could have unscrewed the first pump at the area of the inflow and screwed it back on, and she could have also used more tisseal if the saline was coming from the inflow conduit. The vad coordinator plans to re-educate the staff on preparing the pump, the inflow, outflow, and device troubleshooting. The patient remains ongoing with the second lvad.